Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. No action was taken to address elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.